Event description:
Patient was revised to address infection and acetabular loosening. Update: (B)(6) 2011 - litigation papers received. Reopened complaint to make the other products reportable.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. Review of the device history records did not identify any related manufacturing deviations or anomalies. The investigation could not draw any conclusions regarding the reported event. The patient was implanted in (B)(6) 2008 and explanted in (B)(6) 2010. It is not likely the device contributed to the patients reported infection 2 years after implantation. Based on the inability to determine a root cause, the need for further corrective action is not indicated at this time. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.